Event description:
It is reported that the pt felt a pop and severe pain when she was out of her hip brace. She went to the emergency room and was found to have an anterior hip dislocation. A closed reduction was performed.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. This was the second dislocation for this pt in approximately 5 weeks after the devices were implanted. It was noted that the pt was out of their brace that was provided after the previous dislocation occurred. Closed reduction procedure notes were provided which noted that the hip was manipulated back to position without too much difficulty. Neither primary operative notes nor x-rays were provided, so the component position is unknown. It is possible that the pt being out of the brace that was provided after the previous dislocation was a contributing factor, however the exact cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.